Event description:
The customer reported that the purple, activation button was sticking on the ls1500 device. Additional questions were extended to the site but the surgeon was unable to provide any more details regarding the incident. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of initial report : 08/15/2014. Date of follow-up report : 09/23/2014. Pmv led an investigation into the reported complaint. One used ls1500 was received for evaluation. Visual inspection found no defects. The investigation found that the footswitch activation was acceptable but there was no function of the handswitch when the button was pressed but the purple button did not stick as reported. Visual inspection inside the switch found that the solder did not flow properly on the switch legs. The supplier has upgraded the cable pcba to prevent switch legs from breaking at the solder joint. It cannot be determined if the device was manufactured before or after implementing this change because no lot number was provided. No trend has been identified for this failure mode.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.